Manufacturer narrative:
It was claimed that device not switching on. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. During preventive maintenance, it has been noticed that ventilator did not switch on with battery. Dc/dc & battery control printed circuit board was found defective and replaced. Moreover, during pre-use check the turbine and gas supply test failed. Therefore, the o2 gas module was replaced to resolve that issue. Nozzle unit was replaced as a part of preventive maintenance. The device was delivered to the user in working condition. The main functions of dc/dc & battery control printed circuit board are on/off control, control of the battery modules, control of fans and connection to the user interface. The o2 gas module is connected to the o2 supply and delivers o2 to the inspiratory gas. The issue was decided to be reported based on available information as defective dc/dc & battery control printed circuit board may lead to stop of ventilation and defective o2 gas module may lead to high pressure or low o2. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined. The correction of fields device manufacture date and usage of device was required. This is based on the internal evaluation. Previous manufacture date: 04/29/2021. Corrected manufacture date: 04/27/2021. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator was not switching on. There was no patient involvement. Manufacturer's ref #: (B)(4).